Event description:
I recently purchased the confirm clearly product and upon taking the pregnancy tests I received 2 positive tests. I then went to my doctor and was given another pregnancy test that showed I was not pregnant. I thought that test may have been wrong so I went to buy a box of the refills for the confirm clearly product. Out of the box of three, two of them came up positive and one was negative. So 4 out of the 5 tests showed that I was pregnant. My physician then did a blood pregnancy test that showed I was for sure not pregnant. This is a big concern to me because I was so excited about being pregnant that I have already told my family and my work. Four out of 5, I thought to be pretty good odds. My husband and I have been trying for a long time, and to have my dream of bringing a child into the world was crushed.